Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable low cobas integra glucose hk gen. 3 result from the cobas 8000 cobas c 502 module. The initial result was 35 mg/dl and the repeat result was 98 mg/dl. The questionable result was reported outside of the laboratory. The repeat result was believed correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found the av1 valve was failing. He replaced the valve, adjusted the sample probe spring, and replaced the blank water tubing. He ran precision testing that passed. The investigation determined the service actions resolved the issue.